Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited high pace impedance measurements in addition to oversensing resulting in inappropriate device storage of ventricular tachycardia (vt) episodes. As the patient's device was nearing replacement, a revision procedure was performed wherein the lead was surgically abandoned and device explanted. A replacement system was then implanted. The cause of the abnormal impedances was not confirmed but believed to be the result of lead fracture at the level of the clavicle/first rib. It was reported that this patient is not pacemaker dependent and no adverse patient effects were observed.